Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available. A follow-up report will then be submitted.

Event description:
Customer pushed throttle and he alleges his seat picked up causing him to fall out in the street and was hit by a car but not serious.